Manufacturer narrative:
(B)(4). This complaint for a leak was confirmed during the sample evaluation; however, no root cause could be determined.

Manufacturer narrative:
(B)(4). This complaint for a leak in a minicap transfer set was confirmed during the sample evaluation. One used set with a cap on the dark blue connector and no cap on the patient connector was received for evaluation. Functionally the set was hand tightened with a lab titanium adapter without difficulty. The set was then tested underwater at 8 psi with a leak found during clamp function but no tubing leak noted. The set was visually inspected and noted that one of the occluder feet was broken at the top. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible over-torking. This condition is not seen at mountain home during assembly. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
A customer contacted baxter (B)(4) regarding a leak, it was stated that liquid could not be stopped even after closing the clamp. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.